Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Cutting cheek, mouth injury. Blood loss - mouth, mouth haemorrhage. Head came off in mouth - oral-b, device breakage. Consumer via e-mail stated that the oral-b toothbrush head came off in their mouth, cutting their cheek causing blood loss, last year in 2021. No serious injury was reported. 23-mar-2022 follow up via image: the suspect product was oral-b power oral care refills sensi ultrathin eb60 and the concomitant product was oral-b power rechargeable toothbrush handle 3756. No serious injury was reported.